Manufacturer narrative:
Device evaluated by manufacturer: the guide wire was returned with the catheter as a separate unit for analysis. The catheter shaft was visually examined and the shaft was found full of blood. The shaft was found kinked at 28cm from the hub and at 14.8cm from the distal tip. The shaft was also found flat/crushed in several places between 5.8cm and 20cm from the distal tip. The guide wire could not be inserted into the catheter as the whole lumen of the catheter was blocked by blood clots. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as continuous flush was not maintained during the procedure. The dfu states that "to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade hiflo microcatheter and guiding catheter, and b) the renegade hiflo microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens.¿ (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 105/20 renegade¿ hi-flo¿ kit was selected for use. It was noted that the wire was stuck to the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 105/20 renegade¿ hi-flo¿ kit was selected for use. It was noted that the wire was stuck to the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.